Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned results for 1 patient tested for elecsys t4 (t4) and elecsys (tsh) on a cobas e801 module. The patient had a thyroid gland resection in 2009 due to struma multinodosa. The results from a thyroid scintigraphy confirm a small amount of residual thyroid tissue. The patient has a family history of thyroid hormone resistance with autosomal dominant inheritance. The patient is treated intravenously with 2mg of l-thyroxine per day. The patient is clinically considered to have hypothyroidism. The customer is concerned that the tsh results are always high and the t4 results are low. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the t4 results. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The e801 module serial number was (B)(4). The customer stated calibration and qc results were within the acceptable ranges with no issues. The customer is wondering if there is an interference in the patient sample affecting the results.

Manufacturer narrative:
Three (3) samples of 3 different bleedings of the same patient were investigated for the presence of possible interfering factors. The high tsh values generated at customer site were confirmed by the manufacturer. Specific research toolboxes were used in the investigation and no assay interfering factors were detected for tsh. Analysis of the sample via size exclusion chromatography was performed and no macro-tsh was detected. The low ft4 and ft3 values - generated at customer site - were confirmed by the manufacturer. Specific research toolboxes were used in the investigation and no assay interfering factors were detected for ft4 and ft3. From the information and data provided, a general reagent issue most likely can be excluded. No interference factors for tsh & ft4 and ft3 were detected during the investigation.